Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e101 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak (centrifuge chamber). No trends were detected for these complaint categories. However, a corrective and preventive action has already been initiated to investigate drive tube leak/break. Photos were returned for analysis. A review of the photos confirmed that the upper bearing stop had delaminated from the drive tube. Thus the root cause of the drive tube break was bearing stop delamination which allowed the drive tube to rub against the wall of the centrifuge chamber. The drive tube was then worn away and leaked. Corrective actions have already been initiated to address the potential root causes of drive tube delamination. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report that towards the end of a treatment just as the buffy coat collection started, a drive tube break occurred at 1543ml of whole blood processed. The customer stated that the drive tube's bearing rings were installed correctly. The treatment was aborted with no blood/product returned to the patient. The customer reported that the patient was ok but was unable to give further patient information. The customer reported that they will power-up the instrument after cleaning it in order to check if the leak detector was damaged. The customer will call back if necessary. Photos were submitted for investigation.